Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to push the buttons down a little harder. The customer's blood glucose level was unknown at the time of the incident. The customer stated that since first receiving the insulin pump, it had a diminished battery life and they had to change the batteries much more often. The insulin pump had unexplained no delivery alarm. The customer went to have download at office where they informed that the insulin pump was not on. The device will not be returned for analysis.